Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an aorta puncture could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the aorta was punctured with the needle. When attempting to perform transseptal puncture with the needle, the needle moved to the other side and the aorta was punctured. The procedure was stopped and intervention was performed. The patient was not stable when leaving the hospital and was on the way to another hospital for an emergency operation. The patient had heart surgery before, so the anatomy was different than the physician expected. There were no performance issues noted with any abbott device.